Event description:
Device 1 of 3. Reference manufacturer reports: 1627487-2010-02213 and 1627487-2010-02212. The pt received a trial scs system, which included three trial percutaneous leads, on (B)(6) 2009. It was reported that immediately following the implant procedure, one of the pt's leads migrated down one full segment. Ultimately, the pt lost stimulation from all the leads. The leads were removed later that same day. The physician implanted the pt with replacement trial leads on (B)(6) 2009. Follow up on the pt found no further issues reported. The explanted leads were returned to the manufacturer for analysis. No further information is available.

Manufacturer narrative:
Device 1 of 3. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization record reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.